Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) of 256mg/dl with drowsiness. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted during troubleshooting that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a basal history discrepancy.

Manufacturer narrative:
Follow-up #1: date of submission 05/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/27/2016 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2016 and the last bolus delivery was a 2.0unit bolus on (B)(6) 2016 at 17:56. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No delivery interruptions or errors, alarms, or warnings occurred during investigation. The complaint could not be confirmed or duplicated during testing. (B)(4).